Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/06/2015. The fse found the tubing through shear valve cvl 85/126 was punctured and was leaking. The fse replaced the tubing, which repaired the leak. The repairs were verified per established procedures. (B)(6).

Event description:
The customer reported a leak from the coulter lh 780 hematology analyzer. The volume of the leak was not specified and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.